Manufacturer narrative:
Concomitant medical products: d284drg ICD, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had high/undefined compacing impedance. The lead was capped and replaced. No patient co mplications have been reported as a result of this event.